Manufacturer narrative:
(B)(4). Off label-use: the pipeline flex was used to treat posterior communicating artery aneurysm. Per instruction for use: the pipeline¿ flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The pipeline flex and its microcatheter were returned for evaluation. As received, the pipeline flex and its pushwire were stuck inside the microcatheter; it could not be pushed forward or removed. The microcatheter was cut to remove the pushwire and pipeline flex. The tip coil appeared to be damaged. The distal and proximal ends of the pipeline were found opened with damaged braid. Based on evaluation of the returned devices, the complaint of pipeline flex failure to open distally could not be confirmed. The ends of the pipeline flex were fully opened with damaged braid and the pipeline flex delivery system was fully resheathed inside the microcatheter. It¿s possible that the tortuous anatomy and the damage to tip coil, braid and microcatheter may have contributed to the reported issues subsequently causing failure to open. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Note per pipeline flex instructions for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open distally during a procedure. The patient was being treated for a saccular aneurysm in the right posterior communicating (pcom) artery. The aneurysm had ruptured three weeks prior and the patient underwent flow diversion treatment two weeks prior. The aneurysm continued to grow. Landing zone artery size was 4.8mm proximal and 3.25mm distal. Vessel was moderately tortuous. The pipeline flex was navigated to the treatment site with some resistance in the distal end of the microcatheter. When deployed, the pipeline flex did not open distally. The physician advanced the wire and pulled back the system, but the distal end still would not open. Subsequently, the microcatheter and pipeline flex were pulled back together to remove from the patient. A different pipeline device was successfully implanted. The patient is currently stable. There was no report of patient injury as a result of this event.